Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: a specific cause for the reported patient outcome as well as a direct correlation to heartmate ii lvas could not conclusively be determined. The account communicated that the patient developed ischemic bowel which ultimately precipitated multisystem organ failure. Care was reportedly withdrawn from the patient on (B)(6) 2015. It was communicated via the patient outcome that the device was functioning as intended at the time of the patient¿s expiration. No abnormal pump parameters were noted. Additional information was requested, but not provided. No product was available for investigation. The current heartmate ii lvas IFU lists peripheral thromboembolism events as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient developed ischemic bowel that precipitated multi-system organ failure. The account reported care was withdrawn on (B)(6) 2015. The device was functioning as intended at the time and no abnormal pump parameters were noted. No further information was provided.